Event description:
Defective knee replacement which corroded in my body. Caused severe pain for three years before knee replacement revision was performed. Severe pain for approximately 1-2 months due to gentamicin and cobalt added to the bone cement used during the first knee replacement. Knee replacement was biomet vanguard posterior stabilizing knee with bone cement with gentamicin and cobalt.